Manufacturer narrative:
Alleged failure: giving a spark when plugged in by the power plug. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure; use error: console is sterilized or disinfected; use error: console cleaned with incompatible products. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the device was sparking when plugged in.